Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached. Block h6 (impact codes): imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2023. During procedure, the shrink sleeve detached. It was reported that an x-ray and cystoscopy examination was performed, and no detached portion was found inside the patient. Reportedly, the original stent was removed for safety. A cystoscopy was performed to ensure the bladder was not affected and a new stent was placed. The procedure was completed with the same original sensor wire. There were no patient complications reported as a result of this event.